Manufacturer narrative:
Additional information: the lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. Still image review: two still images were provided for review. The first still image provided appears to show the distal end of a stent device with resolute onyx packaging shown in the background. There appears to be proximal stent deformation evident. The second image provided appears to show a resolute onyx shelf carton. The size and lot depicted on the shelf carton in the image matches reported size and lot number on the complaint file. The complaint can be confirmed as stent deformation based on the image provided of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug-eluting stent to treat a lesion in the circumflex artery (cx). The device was inspected with no issues noted. Negative prep was not performed. There were no abnormalities reported in relation to anatomy. It was reported that the stent failed to cross/position the lesion, and damage to the stent struts occurred when introducing the stent to the left circumflex artery(lcx). The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: facility name and address. Initial reporter's phone number annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.